Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview 6 evh system broke off in 1 piece inside the pt's leg. They were able to retrieve the piece through the original incision with no other pt effects reported. A new kit was opened to complete the procedure. The product is returning.